Event description:
It was reported that shaft break occurred. A 3.25mm x 12mm nc emerge balloon catheter was selected for use to dilate the lesion. However, upon opening, it was noted that the balloon on wire broke off. The device was never used to the patient. Another balloon was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the first day of the month of bsc aware date since event date was unknown. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 57.5cm distal to the strain relief, the hypotube of the device was kinked. At 59.9cm distal to the strain relief there was a hypotube separation. The separated ends were ovaled in shape indicating the device was kinked prior to separation. The balloon was tightly folded, and no fluids were detected to the device. Inspection of the remainder of the device presented no other damage or irregularities. There was also an unreported hypotube kink to the device.

Event description:
It was reported that shaft break occurred. A 3.25mm x 12mm nc emerge balloon catheter was selected for use to dilate the lesion. However, upon opening, it was noted that the balloon on wire broke off. The device was never used to the patient. Another balloon was used to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of bsc aware date since event date was unknown.